Event description:
It was reported that the pt was seen in the emergency room on (B)(6) 2010 following a fall the previous day. The pt had been vomiting. A CT scan was performed as the pt believed her pump wasn't working. A catheter problem was detected; specific details were not provided. According to the reporter, the catheter was replaced on (B)(6) 2010. The pump dose was increased the following day. The pt "recovered from the revision without any problems". The pump was used to deliver morphine.

Manufacturer narrative:
(B)(4).